Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code 1862 is used to capture the reportable event of fistula. Patient code 1690 is used to capture the reportable event of abscess. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar injection procedure on (B)(6), 2019. Reportedly, the patient received proton beam therapy in the first two weeks of (B)(6) 2019. Magnetic resonance imaging (MRI) was performed on (B)(6), 2019 showing a possible fistula and raising concerns for a foreign body. According to the complainant, the patient has experienced terrible rectal pain and mucus starting in (B)(6) 2019. On (B)(6), 2020 the patient reported having a lot of swelling in the anterior rectum and discomfort in the perineum. Reportedly, between (B)(6), 2020 and (B)(6), 2020, the abscess was discharged and a majority of the symptoms were relieved. MRI was performed on (B)(6), 2020 showing a walled off cavity that connects with a fistula rack on the anterior rectal wall. This appeared to be an abscess separated from the prostate capsule. Sigmoidoscopy was performed on (B)(6) 2020 showing anterior low rectal swelling decreased by 50% and a small 5mm hole anteriorly about 2cm inside the anus, above the dentate line. A computerized tomography (CT) scan on (B)(6) , 2020 shows only gas in the cavity and a significantly reduced volume. The patient is reportedly feeling only 1% of the pain previously felt. As of (B)(6) , 2020 it was reported that they will continue conservatively with treatment and perform scans in a month. As of (B)(6) 2020, additional information stating that the magnetic resonance imaging (MRI) showed that the gel was in the right place and was symmetric. Reportedly, the patient issues were noted to be related to spaceoar. Reportedly, patient has healed and his pain is now gone and he is back to normal.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar injection procedure on (B)(6) 2019. Reportedly, the patient received proton beam therapy in the first two weeks of (B)(6) 2019. Magnetic resonance imaging (MRI) was performed on (B)(6) 2019 showing a possible fistula and raising concerns for a foreign body. According to the complainant, the patient has experienced terrible rectal pain and mucus starting in (B)(6) 2019. On (B)(6) 2020 the patient reported having a lot of swelling in the anterior rectum and discomfort in the perineum. Reportedly, between (B)(6), the abscess was discharged and a majority of the symptoms were relieved. MRI was performed on (B)(6) 2020 showing a walled off cavity that connects with a fistula rack on the anterior rectal wall. This appeared to be an abscess separated from the prostate capsule. Sigmoidoscopy was performed on (B)(6) 2020 showing anterior low rectal swelling decreased by 50% and a small 5mm hole anteriorly about 2cm inside the anus, above the dentate line. A computerized tomography (CT) scan on (B)(6) 2020 shows only gas in the cavity and a significantly reduced volume. The patient is reportedly feeling only 1% of the pain previously felt. As of (B)(6) 2020 it was reported that they will continue conservatively with treatment and perform scans in a month.